Event description:
It was reported that the patient lead had impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.